Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals that were oversensed as non-sustained ventricular tachycardia (nsvt). The patient with this ra lead had a syncopal episode. Subsequently, this ra lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).